Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the sample syringe and reagent syringe needed replacement and also found the that the voltage on the lamp was low. The fse replaced the lamp and all syringes. The lamp was within its recommended life expectancy and the syringes were on board the instrument for two months. There were no further issues reported.

Event description:
The customer reported an au480 clinical chemistry analyzer generated intermittent, false high magnesium results for control and patient samples. There were no erroneous results reported out of the laboratory and there was no change to patient treatment in connection with this event. The customer reported experiencing this issue for several lot numbers of magnesium reagent. The patient samples were repeated up to three times on the same instrument; the repeat magnesium results were considered normal. Quality control (qc) was run prior to and after the event; qc recovery was within the laboratory's established ranges on the date of this event. The customer provided magnesium results for two patient samples, as an example. The original magnesium results were above the reference range; the repeat results were reproducible and within the reference range.